Event description:
A peritoneal dialysis patient states for two morning now when she completed her treatment and she removes the cassette from the cycler the cassette is wet. There is no report of patient ill effect. There is no sample for evaluation.

Manufacturer narrative:
No sample was returned for eval, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be tendered per quality data analysis procedure.